Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The breathing circuit module assembly was cleaned to resolve the reported issue.

Event description:
The hospital reported a malfunction that causes elevated co2 levels. There was no report of patient involvement.